Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Pump received with cracked case display window corner noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.